Event description:
Event details: during sterile wiping for transfer to sterile production, contamination was detected on the primary packaging material and in the syringe itself. The syringe cannot be used for the manufacture of sterile preparations. Additional information: it looks like the contamination is on the inside and the outside of the syringe but I can hardly tell. Could you please confirm how many products were affected? One single syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, white particles were found inside the syringe, verifying the reported incident. Characterization testing was performed and identified the particles as polypropylene. A device history review was performed for the reported lot 2412006, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. While we could not identify a direct issue, it was determined that the particles likely generated due to friction between parts during the assembly process, the movement of the plunger then caused the small polypropylene particles to detach and become visible inside the syringe. Manufacturing personnel have been notified of this incident. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.